Manufacturer narrative:
This lead is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to high pacing thresholds. A chest x-ray was obtained and revealed the atrial lead body had pulled back slightly from its original position. Subsequently, the patient underwent a revision procedure, and this ra lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted lead will not be returned for analysis.